Manufacturer narrative:
One catheter with attached 3 ml bd syringe was returned for evaluation. The balloon was found to be ruptured and the ruptured edge of the latex was not able to match up. Balloon inflation lumen was occluded with clotted blood and it was not able to remove the blood with warm water or a stylet wire. Latex was visible under both windings, and it was noted that latex was missing. No visible damage to the balloon windings or catheter body was observed. Through lumen was patent without any leakage or occlusion. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that balloon ruptured during use. It is unknown if any missing balloon remained in the patient body. There were no patient complications reported.